Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. Physio did observe that the device was unable to complete a boot cycle. Physio isolated the boot issue to the device system pcb assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control removed the system pcb assembly and scrapped the device. Physio further evaluated the removed system pcb assembly and observed multiple components on the pcb to be electrically shorted. Physio determined that the components were damaged due to water intrusion from a broken device enclosure.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.